Event description:
It was reported that two sagittal saw attachment was not running at all. The issue with the complained device was noticed during pre-operative testing. This is report 2 of 2 for complaint #(B)(4).

Manufacturer narrative:
Device was used for treatment, not diagnosis. Subject device has been received and is currently in the evaluation process. Investigation is on going; no conclusion could be drawn. The device history records indicates the manufacturing documents were reviewed and no complaint related issues were found. Placeholder.

Manufacturer narrative:
Device was used for treatment, not diagnosis. Additional narrative: service history of the past six months from the awareness date was reviewed. No service history review can be performed. The item has not been in for service for the past six months. There is no information relevant to the current complained issue. (B)(4).

Manufacturer narrative:
Device was used for treatment, not diagnosis. The additional evaluation reports that the customers complaint that the unit does not function at all was confirmed. The device was tested and the complaint was duplicated. Also it was observed during pre repair assessment evaluation that the device came apart, was missing components. This is most likely due to improper handling.